Manufacturer narrative:
Reported event: an event regarding crack/ fracture involving a mets, tibial cutting guide was reported. The event was confirmed by product inspection. Method & results: device evaluation and results: visual inspection: visual inspection indicates that the tibial cutting guide has broken. The right wing of the guide has broken off. Looking at the base of the guide we can see a significant amount of chatter, and evidence of the cutting blade interacting with the guide. The stem and handle of the guide show no signs of wear. Dimensional inspection: not performed as not relevant for the failure mode reported. Functional inspection: not performed as not relevant for the failure mode reported. Material analysis: a material analysis has been performed. The report concluded: "visual examination confirmed fracture of the wing on tibial cutting guide. Stereological and electron microscopy examination confirmed the device to have fractured due to overload. The alloy chemistry was consistent with a 3xx series stainless steel alloy". Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate 11 devices were manufactured and accepted into final stock on (B)(6) 2003 with no reported discrepancies. Complaint history review: lot ID: b2809. There have been no other events for the lot referenced . Conclusion: on the (B)(6) 2020 the sales rep confirmed (in reference to the fractured instrument) "the right hand side capture plate was slightly loose when setting up for the tibial resection and then come completely off when the saw was introduced almost instantly¿ the device was used as per the surgical protocol with no excessive force applied. However upon visual inspection, the following was found "the right wing of the guide has broken off. Looking at the base of the guide we can see a significant amount of chatter, and evidence of the cutting blade interacting with the guide. The stem and handle of the guide show no signs of wear. Supporting this, the material analysis found ", stereological and electron microscopy examination confirmed the device to have fractured due to overload. The exact root cause of the event could not be determined, the loan kit inspection checklist confirms the device passed the inspection prior to dispatch. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported a mets distal femur instrument broke during a surgical procedure. There was no surgical delay as the surgeon confined to cut without the capture. The procedure was completed successfully.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported a mets distal femur instrument broke during a surgical procedure. There was no surgical delay as the surgeon confined to cut without the capture. The procedure was completed successfully.